Event description:
It was reported by the rep the device was used in an interstitial laser coagulation. It was reported approx 3 weeks after the procedure the pt expired. The pt had other procedures and health problems during this hospital stay unrelated to the indigo procedure. The pt was still hospitalized when his health deteriorated. A general surgeon operated on the pt and noticed 2 olve shaped lesions in the bowel. The rep will find more info 3/10/1999 when meeting with the surgeon. The pt exprired sometime after the surgery. The urologist and surgeon did not think his death was related to the ilc procedure.